Event description:
The st. Jude medical rep reported that the device displayed t-wave oversensing. High voltage therapy was delivered as a result. The sense/pace portion of the lead was capped and replaced.